Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported a posterior capsule tear during a laser assisted cataract procedure. The surgeon noted the tear during hydro dissection and feels the laser caused the tear. Additional information received states that the surgeon put in a three piece intraocular lens on the day of surgery and had a retina procedure the following day. The patient was noted as doing well.